Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of the peritonitis was unknown further described as due to noncompliance in the pd procedure, however, specific information regarding the noncompliance was not available. On an unreported date, the patient was hospitalized for the event. On an unreported date, the patient began treatment for the peritonitis with injection (inj) vancomycin (1 gram stat, route not reported) and inj ¿tenzin¿ (4.5 gram, twice daily for 14 days ip-intraperitoneally). The outcome of the peritonitis was unknown. No additional information is available at this time. This is report 3 of 3 involved in this event.

Manufacturer narrative:
(B)(4). The reported product is an unknown baxter minicap. The device was not returned and the lot number is unknown, therefore, a device analysis cannot be completed. The cause is not identified. Should additional relevant information become available, a follow-up will be submitted. (B)(4).